Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime cs 162 with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime alarms occurring. The force sensor calibration was found to be within specification. The loss of prime issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.